Event description:
The customer reported that the system would freeze during road mapping. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The pcbs were evaluated and reseated. The system was tested